Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 29-dec-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection revealed that the cartridge and lens module unit was disassembled from the simplicity handpiece; the handpiece portion was not received. The lens was stuck in the cartridge. Viscoelastic residue was observed throughout the cartridge and stress marks were observed on the cartridge. The cartridge tip and cartridge was damaged. No issues were observed with the lens module. The lens was removed from the cartridge and cleaned. The lens was torn in two and a haptic was detached; scratches were also observed. The complaint issue "lens damaged" was not identified during product evaluation. The observed "iol torn" and "cosmetic issues" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: photographs provided by the customer were evaluated. The photographs displayed the suspect cartridge on the original folding carton; the cartridge tip was observed to be deformed. Due to no product received, no further evaluation was performed. The complaint issue "lens damaged" was not identified. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol), model dib, exhibited a defect or malfunction in the cartridge during use. It was removed and replaced with another lens, model gib. This iol was also reported as defective. No further information was provided. Note: this report captures the issue with the dib lens. A separate report will be submitted for the issue with the gib lens.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.